Event description:
During a ptca/stenting procedure, the quantum maverick monorail balloon ruptured at 20 atms on the second inflation. (The number of atms reached on the initial inflation is unknown). The lesion being treated was a calcified, 99% stenotic lesion in the proximal lad. A 7f terumo introducer sheath, a tgv guide wire, a 7f roadstar guide catheter, a cypher stent and a sheenman inflation device were also used in the procedure. No patient injuries or complications were reported.